Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.

Event description:
It was reported that during a filter retrieval the "filament" detached from the retrieval device. Reportedly, the recovery cone was advanced over the filter, but the cone did not seem to grasp the filter. The physician removed the recovery cone from the patient and identified there was no "filament" attached to the cone. The physician aspirated the sheath inside the patient and was able to collect the filament that had dislodged from the cone inside the patient's vena cava. X-rays were taken and the patient and her vital signs were stable. The procedure was immediately abandoned. One week later, the filter was removed successfully and without complications. There was no report of injury to the patient.